Manufacturer narrative:
(B)(4). The customer reported that the equipment was beeping and it has password and client is not able to access it. There was no pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as a failure to power up. The issue was localized to a malfunction of the energy selected switch assembly.

Event description:
The customer reported that the equipment was beeping and it has a password and the client is not able to access it. There was no pt involvement.